Manufacturer narrative:
Correction: d10, h3, h6 d10 concomitant products: gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot#:p5g0855) gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: gia8038s, gia8038s gia 80-3.8sgl use reload stap (lot#: p5e1150), gia8038l, gia8038l gia 80-3.8sgl use loading unit (lot#: p5g0855). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during an esophageal surgery, although firing was possible during the creation of the gastric tube, after replacing the cartridge during cervical anastomosis, firing could not be done (around the third or fourth shot). Furthermore, when another cartridge was used, the firing could not be done, so the entire stapler was replaced with a new one which resolved the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The sulu and inst rument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. It was reported that during an esophageal surgery, although firing was possible during the creation of the gastric tube, after replacing the cartridge during cervical anastomosis, firing could not be done (around the third or fourth shot). Furthermore, when another cartridge was used, the firing could not be done, so the entire stapler was replaced with a new one, which resolved the issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the loading units are unloaded improperly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: after the firing, which includes returning the firing knob all the way back to its pre-fire position. To remove the fired sulu, separate the instrument halves, holding the cartridge- half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove sulu from instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.